Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that while the surgeon was impacting the stamp, the product broke. The broken piece dropped to the floor. The procedure was delayed less then 10 minutes. It was reported that the product had been in service for 3-5 months.

Manufacturer narrative:
The device is regarded to be a concomitant product ¿ it did not contribute to the event.

Event description:
It was reported that while the surgeon was impacting the stamp, the product broke. The broken piece dropped to the floor. The procedure was delayed less then 10 minutes. It was reported that the product had been in service for 3-5 months.